Event description:
It was reported the device did not generate an alarm for a change in patient condition and the patient passed away. The customer indicated there was no alarm or alarm history from 1pm to 4pm on the event date. The caregivers did not realize there was an issue until they entered the patient's room. Resuscitation was unsuccessful and the patient passed away.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.